Manufacturer narrative:
Product analysis: analysis was able to confirm that the touchscreen worked with a finger but required pressing hard to work. It was observed at analysis that the stylus was able to work without any issues. It was noted that the upper display hinges were cracked. An electromagnetic interference repair was performed to fix the screen issues. All found defective parts were replaced. The programmer failed the analog input/output test at final functional test. The link electronic module (lem) printed circuit board (pcb) was replaced and then the programmer passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's stylus was not working. It was noted that the touchscreen worked with a finger but required pressing hard to work. The programmer was received for evaluation and subsequently tested out of specification during manufacturer's analysis there was no patient involvement.